Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator triggered the elective replacement indicator (eri) on an unknown date. The patient was seen in clinic on (B)(6) 2018, where the device was interrogated and the longevity showed approximately 1.3 years. It is believed that eri was triggered prematurely for an unknown reason. No intervention has been performed. No further information was available.

Event description:
New information reported that the device was removed and replaced on (B)(6) 2018.

Event description:
New information notes the patient was stable following the replacement procedure (B)(6) 2018. Information received also suggests the patient died (B)(6) 2019 for reasons unrelated to the device.

Manufacturer narrative:
The reported field event of a longevity diagnostic anomaly was confirmed and was due to an incorrect battery voltage measurement. The cause of the incorrect battery measurement was undetermined and could not be replicated in the lab. Functional test results indicated normal device behavior. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.